Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) was buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the ift. In addition, we confirmed that the u/d and the r/l pulley wires worn out. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date

Event description:
Ift collapsed at 129 cm. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.